Event description:
On march 2, 2006, a patient received a treatment with the prolieve theremodilatation system that was completed without any problems. After the procedure, the patient emptied his bladder. After voiding, the patient apparently felt lightheaded and fainted. The office staff called an ambulance to transport him to the hospital. No additional information is available from the physician of record afer repeated attempts to contact him on the patient's condition following this event. With the limited information received to date, celsion has only been able to determine that medical intervention was required (the patient was transported in an ambulance to the hospital.